Event description:
Cine review. The images confirm the complex calcified nature of the lad and the diagonal vessels. During initial pre-dilation of the lad, contrast distal to the inflated balloon suggests that there may have been a small leak in the balloon material during this inflation. This balloon was withdrawn from the vessel without issue. This was followed by successful stenting of the lad lesion. The proximal diagonal lesion was then treated with successful balloon inflation. No evidence of the unsuccessful delivery of the stent was captured/provided on the images received. The next images showed the partial inflation of a balloon in the vessel. This balloon appeared to have burst during inflation as the balloon did not appear to be fully expanded and there was contrast exiting the balloon and could be seen shooting distally in the vessel. This balloon was removed and angiography after removal of this balloon showed that both the lad and the lcx were no occluded with contrast flowing into the distal vessels. Subsequent images showed inflation of another balloon in the proximal lad followed by inflation of what appeared to be the same balloon in the lm and the proximal diagonal. Angiography after removal of this balloon confirmed good flow distal through both vessels. Subsequent images then show the occlusion in the proximal lad as no contrast is flowing through the lad and the diagonal. The images appear to show the detached balloon and catheter tip material proximal to the newly deployed stent. Attempts to retrieve the material were unsuccessful with impairment of the lad and diagonal still appears evident in the final images provided.

Event description:
Patient had very badly diseased and highly calcified left main, lad and diagonal arteries. The lad was ''rotablated'', ballooned and then stented. The diagonal branch was reported to have 50% stenosis. Due to the calcified nature of the diagonal an nc sprinter balloon was used to predilate the artery. A 2.5 x 18mm stent would not pass so the physician predilated again with the same nc sprinter balloon. No resistance was felt when the device was removed, however, the artery was found to be totally occluded. It was noticed that the balloon had completely detached from the catheter shaft. The physician believes that the balloon caught on the calcium in the left main and became detached, thus closing off the vessel. The patient was sent for surgery. An echo was performed to assess impact on patient. The patient was found to have minor damage to lv function, but otherwise is doing ok. Device evaluation: analysis and visual inspection of the returned device confirmed that the distal tip and the balloon, excluding the proximal cone, were detached and missing from the device. The catheter shaft was stretched, most likely due to attempts to remove the device from the patient. There was no evidence of bond breaks.

Manufacturer narrative:
(B)(6). Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (patient vessel morphology, highly calcified anatomy). Conclusion: device failure/lack of effectiveness related to patient condition (patient vessel morphology, highly calcified anatomy).